Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic pulmonary segmentectomy, the green button was pressed but the handle could not be squeezed and the device did not fire. Another handle and reload were used to complete the case. There was no patient injury.